Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had alleged cough, nasal irritation, dizziness and sore throat. And the patient was also experiencing other harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on apr 21, 2022 and section h11 should be reported as: the manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient had alleged cough, nasal irritation, dizziness and sore throat, and the patient was also experiencing harm/serious injury. Additional information was received about the allegation of visualization of particles.